Event description:
Additional information received (B)(6) 2019 from image review: ¿endoleak surrounding the endografts at zta-pt-36-32-209 and zta-p-34-161 sealing stent overlap and the distal tbranch-34-18-202 and tbe-26-80-pf sealing stent overlap are confirmed.¿ ¿because the leaks appear to emanate where a barbed sealing stent was implanted inside of another component, barb perforation of the outer endograft fabric by the sealing stent of the internal graft is a likely possibility.¿ patient outcome: update received 11mar2019: physician says the patient is still in rehab though doing fine and the leaks have decreased.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Ec method code: communication/interviews. After investigation the event is considered a malfunction instead of a serious injury. Summary of investigational findings: a patient underwent treatment with four devices (zta-pt-36-32-209, zta-p-34-161, tbranch-34-18-202 and tbe-26-80-pf) and the procedure was completed as planned but a leak was seen on the final angiogram. Because the patient had been under anesthetic for a considerable period of time, it was decided not to spend time finding where the leak came from, instead the decision was to wait for the follow up CT to see if or how much of the leak was resolved. The CT showed the leak persists and the customer seeks some advice regarding what type of leak, where it is leaking from and how to resolve it. No adverse effect to the patient. This complaint is based on the provided information and imaging. Images were reviewed by an expert imaging reviewer. Per imaging review two endoleaks surrounding the endografts at zta-pt-36-32-209 and zta-p-34-161 sealing stent overlap ((B)(4)) and the distal tbranch-34-18-202 and tbe-26-80-pf sealing overlap ((B)(4)) are confirmed. The endoleak surrounding the zta-pt-36-32-209 and zta-p-34-161 overlap is consistent with the suspected type iiib endoleak on completion angiography. Fabric perforation from barbs is suspected. Six-week follow up cta demonstrated significant endoleak reduction and change in character. The remaining endoleaks were consistent with type ii endoleaks. Although a type iii endoleak from fabric perforation may have been transiently present, this cannot be confirmed as it was originally inseparable from the residual type ii endoleak. According to instruction for use adverse events associated with either the zenith alpha thoracic endovascular graft or the implantation procedure that may occur and/or require intervention include, but are not limited to: endoleak based on the provided information and imaging review, the cause could not be established however; the likely origin of type iiib endoleak, could be fabric perforation from barbs. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k)/PMA p140016. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Procedure completed as planned however a leak was seen on the final angiogram. The surgeon did not want to spend considerable time to ascertain where the leak came from as the patient had been under anesthetic for a considerable period of time. He decided to wait for the follow up CT to see if or how much the leak had resolved. Follow up CT showed the leak still persists and surgeon is seeking some advice on what type of leak, where it is leaking from and possible solutions to resolve it. Patient outcome: unknown.